Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing discomfort at the pocket site because patient just recently loss significant amount of weight. The patient underwent a pocket revision procedure and was doing well postoperatively. The device remains implanted and in use.